Manufacturer narrative:
The insulin pump did not have a battery installed when received. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and a21 error test. The stop (idle) current and run current measurement tests are within specification. The insulin pump also passed off no power alarm test and data test at 0.08735 inches. The insulin pump was unable to prime during prime/a33 test due to faulty fsr (gold). The occlusion test and excessive no delivery test were unable to be performed due to prime anomaly. The insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, and cracked reservoir lip. The battery tube was corroded. Data analysis: there is no data available due to the unit not having a battery installed when received. Please see medwatch report# 3004209178-2017-96154.

Event description:
It was reported that the insulin pump was alarming motor error since (B)(6) 2017. The caller stated that the customer passed away at home, on (B)(6) 2016. The cause of death was heart failure. The caller stated that the customer had heart disease and the illness that leads to death started in 2014. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed returning the insulin pump for analysis.